Manufacturer narrative:
Allegedly CT imaging depicted a crack/pars fracture of the lamina adjacent to the cerclage device. Device is intact. CT images were not provided. There is no allegation of failure of the device. The device was not returned (remains in-situ) and therefore could not be evaluated. The intended use/surgical technique instructs placement of the device followed by a laminectomy (as needed) to ensure procedure and adjacent bone purchase are not compromised. Aggressive direct decompression (laminectomy) may compromise the bone structure. Surgeon indicates he performs laminectomy prior to the implantation of the device. The extent of decompression is unknown. Unknown factors include: patient's bone quality, patient activity at the time or prior to the event, the degree of spinal instability, stress and forces affecting the device or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.) Root cause or specific failure mode cannot be determined.

Event description:
During a meeting on november 13, 2025, surgeon described patient outcomes in which the patient(s) displayed a pars fracture adjacent to the device per CT scan during routine follow up. CT scan not provided. There was no failure of the device, and the device remains intact but the co-morbidity is allegedly procedurally related. Date(s) of surgery is unknown. Specific event dates are unknown. Level(s) treated are unknown. Revision or planned revision is unknown. Patient status is unknown. Additionally, the number of occurrences was not disclosed.